Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted bubbles in the wash pump and one rv (reaction vessel) had less volume on all dispense checks. The fse replaced the wash valve rotor and stator. The fse then primed again and noted no further bubbles. The system was verified with system check, hs (high sensitivity) system check and a precision run with access accutni+3. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, although no one part can be implicated as the sole contributor in this event, there is sufficient evidence to reasonably suggest a hardware malfunction of the replaced wash valve components was the cause of the non-reproducible access accutni+3 results.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for two (2) patients. On (B)(6) 2016, an elevated access accutni+3 sample (designated as sample two) from the first patient (designated as patient (B)(6)) was questioned because the first sample from the same patient (designated as sample (B)(6)) had generated a lower result. The sample was repeated two additional times on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. On (B)(6) 2016, a sample from a second patient (designated as patient (B)(6)) generated an elevated result, above the assay's normal reference range. The sample was repeated on the same access 2 immunoassay system and lower results, one within the assay's normal reference range, and one above the assay's normal reference range, were obtained. Quality control (qc) and system check parameters were not performing within specification at the time of the event. The patient samples were collected in plasma tubes and were centrifuged for three (3) minutes in a stat spin centrifuge at 8500 rpm (revolutions per minute). The customer noted one of the samples appeared slightly hemolyzed, but did not clarify which patient the hemolyzed sample was drawn from. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.